Manufacturer narrative:
(B)(4). It was confirmed, by the user facility, no samples were available. Without the actual device and/or lot number, a thorough investigation could not be performed. A review of the discrepancy management system (dsms) database was unable to be performed as the lot number was not reported. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: blood leakage occurred at the connection of the IV administration set and the caresite valve of reference number (B)(4). Since the infusion ran fine until the end, the nurse thinks that the patient may have moved and somehow loosened the set. Since the connection was loose, the extension set was replaced and the patient received their complete infusion. No visible physical damage to the caresite valve. No medical intervention was needed. No patient injury.